Event description:
It was reported that the patient had discharge approximately six weeks following a sling procedure with bone anchors. Doctor noted opening at suture line that allowed him to visualize the implanted tissue which had the appearance of cardboard. In-growth of tissue was observed. The doctor cleaned the area, but left pelvicol in place. Patient was sent home. No antibiotics were given and no cultures were performed. Doctor felt slight opening at suture line would heal on its own. No further complications have been reported.